Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged intra-operative complication experienced by the patient. A follow-up MDR will be submitted if additional information is received. Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted surgical procedure, it is alleged that the patient experienced bleeding on the port site that was coagulated with a bovie pen. At that time, the patient allegedly experienced a 2nd or 3rd degree burn that was excised. However, the root cause of the intra-operative complication is unknown at this time.

Event description:
It was reported that after a da vinci-assisted surgical procedure when the cannulas were removed, it was alleged that the patient experienced some bleeding on the abdominal wall. The surgeon tried to coagulate the bleeding on the body wall using monopolar coagulation energy with an electrosurgical unit pencil. At that time, the customer identified 2 cm thermal damage on the patient's skin. The customer confirmed that the ground plate was affixed correctly. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the cannulas were removed, the patient experienced bleeding outside of the port site. The surgeon used the erbe bovie pen to cauterize and control the bleeding. At that time, the patient experienced a 2 cm thermal burn. It was alleged that the alleged thermal injury could have been a second or third-degree burn. The surgeon had excised 1.5 cm of the 2 cm burn. Since the issue was identified on the port site that was to be sutured, the burn area was sutured. At this time, it is unknown if there were any additional sutures placed secondary to the burn. The patient was reported to be recovering well and was discharged with dressing on the wound. It was also confirmed that there was no allegation that an isi device or system malfunctioned that caused the burn injury. However, the root cause of the burn is unknown at this time.